Event description:
Pt was receiving intravenous cyclosporin via a sigma pump 6000, at a rate set at 10.4cc/hr. A new bottle (250 cc) was hung. One hr later, fluid in the drip chamber was noted to be dripping faster than set rate and the bottle was almost empty. At this time the pt was experiencing chest pain which resolved once the infusion was stopped. The pt was transferred to the pediatric intensive care unit for observation.